Manufacturer narrative:
Failure analysis revealed that all the buttons function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. All operating currents were within the specification, no unexpected low battery, off no power or weak battery alarm noted. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm while attempting to give a bolus on their insulin pump. Blood glucose level was 460 mg/dl at the time of the call. No further information was provided.